Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had a low blood glucose but not hospitalized. The customer's blood glucose was unknown mg/dl. The customer was help by his friends gave him glucose tabs and took him home and the he tested at 119 mg/dl. The customer decline to transfer to helpline. The customer stated that his blood glucose are better than when he was on injections and he is eating better.